Event description:
It was reported that the pt's, "magnet does not seem to be working as well as it used to and the pt does not have the mental capacity to report perception of stimulation." Good faith attempts are being done to obtain additional info.